Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that oversensing of the p-waves was exhibited on the right ventricular (rv) lead. The clinician indicated that the rv lead was placed directly on the bundle of his. It was further reported that lead sensitivity was reprogrammed, and the rv lead remains in use. No patient complications have been reported as a result of this event.